Manufacturer narrative:
Section a2, a3a,a3b, a4, a5, a6: information asked, but not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1:telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, a patient with a toric monofocal intraocular lens (iol) had a capsule tear. The lens was removed from the patient's operative eye during the same procedure. An unplanned vitrectomy was performed. It was unknown if an incision enlargement or sutures were required. There was a 30 minute delay in procedure. The patient status was reported as unknown. No further information is available.